Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer allowed the pump battery to fully deplete. The pump was connected to a power source, however the pump was unable to be powered back on. The customer's blood glucose was 169 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.